Manufacturer narrative:
The valve and valve holder handle were not returned to st. Jude medical heart valve division for evaluation. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record indicated the valve and valve holder handle complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain inconclusive due to the fact the valve and valve holder handle have not been received at st. Jude medical heart valve division for evaluation. The cause of the valve holder handle being unable to screw onto the valve remains unknown.

Event description:
Per medwatch form: prior to use, it was noted that the valve would not screw onto the valve holder handle.